Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis with gastrointestinal bleed while on heparin had an inferior vena cava (ivc) filter deployed below the level of the renal veins. Approximately three days post filter deployment, CT demonstrated probably small right lower lobe pulmonary emboli. The following day, CT angiogram confirmed bilateral pulmonary lower lobe pulmonary emboli which were present on previous CT scan. Approximately seven months post filter deployment, the patient was scheduled for filter retrieval. The catheter and wire could not be advanced past the inferior margin of the filter. Venography demonstrated complete occlusion of the ivc below the filter with no thrombus in the filter due to collateral flow from the left renal vein. The decision was made to proceed with filter retrieval. A hook of the filter was snared and retrieved without difficulty. There were no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four days post deployment, CT angiogram demonstrated bilateral pe. Approximately seven months post filter deployment, the patient was scheduled for filter retrieval. Dsa venography demonstrated complete occlusion of the ivc just below the filter with no thrombus in the filter. The filter was then successfully retrieved. Based on the provided medical records, it can be confirmed that the patient experienced pe post deployment; however, the relationship with the filter is unknown. Therefore, the investigation is inconclusive for any deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced caval thrombosis. The device was removed percutaneously. The status of the patient is unknown.